Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 40 mg/dl at the time of incident and the current blood glucose level was 82 mg/dl. Customers other blood glucose value was 192 mg/dl, 82 mg/dl and 153 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose level. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of low blood glucose event. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer reports they did not contact their health care professional regarding the low blood glucose. Customer did not allege pump was over delivering. The insulin pump will not be returned for analysis.